Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed due to an image guide breakage and the charged coupled device had a stain on the left upper corner. Additional evaluation findings are as follows: the distal end was detached from the bending mesh, there were tiny chips on the pink rubber, the bending section cover glue had a crack, the insertion tube had a dent, the connector between the suction connector and the ultrasound connector was loose and the angulation was low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that when using an evis exera ii ultrasonic bronchofibervideoscope, there was a no image issue during the intended procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported of the reported no image issue could not be determined, however, it is likely the result of damage to the image guide fiber /charged coupled device. Olympus will continue to monitor field performance for this device.